Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed, which confirmed the customer complaint of leakage at the luer tube bond. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. The tube and luer were found to meet manufacturing specifications. Root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was medicine liquid leakage. The event occurred during priming. There was no patient involvement.